Event description:
Cardiac pt had severe skin irritation and blistering in axilary area 12- 24hrs after being prepped with 4vail-fx. The customer currently is using duraprep and had some of the same issues.